Event description:
It was reported that the device would not stay in standby. The device was in use at the time the event occurred, no patient or user harm reported. The customer reported that the v60 would not stay in standby. The customer was using the latest service manual (rev p.). While troubleshooting, it was noticed that the average air was at -1.3 slpm. The remote service engineer recommended replacing the flow sensor assy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was recommended to replace the flow sensor assembly and was provided with its part ID; however, it could not be confirmed if the customer replaced the part or if it repaired the device. Multiple good faith efforts (gfe) were performed to obtain further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
H10: gas delivery system (gds) was received without daq board and o2 solenoid valve for failure investigation. Visual inspection revealed no anomalies. Then returned gds installed onto known good test unit. Booted unit in normal operation mode and check for alarms and errors. The customer complaint could not be verified. The returned gds passed all testing. Unit executed standby mode normally. No fault found.